Event description:
Metered dose inhaler spacer was connected to ventilator endotracheal tubing to administer treatment. Upon completion of treatment, staff was unable to remove connector from endotracheal tubing and thus reconnect pt to the ventilator. Entire tubing had to be changed while pt was manually bagged.